Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1 date of submission 09/22/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2016 with the following findings: a review of the black box data showed no evidence of short battery life. A replace battery alarm was observed related to post-delivery motor power supply fault. During testing, the pump successfully passed the ez prime steps. The pump¿s current draws were found to be within specifications. The complaint was not duplicated during testing.